Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Healthcare professional reported left side capsular contracture baker grade unknown. The device remains implanted.

Manufacturer narrative:
E.1 facility name: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Capsular contracture, baker grade IV.

Event description:
Healthcare professional reported left side capsular contracture baker grade IV "deformation" and "creases". The device was explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified red particles on the surface shell, deformation and crease fold. Device analysis performed through photographs, due to the impossibility to perform a further analysis it is not possible to determine the cause of the event.